Event description:
This spontaneous case report was received from a consumer in the united states on (B)(6) 2014. The report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) insert and experienced developed symptoms of nickel allergy. No information was given on consumer's history, past drugs, concomitant drugs and concurrent conditions. Consumer was not pregnant. On (B)(6) 2014, the consumer had essure (fallopian tube occlusion insert) inserted for sterilization. On (B)(6) 2014, the consumer developed symptoms of nickel allergy and was in the hospital for one night. Reporter causality assessment: consumer wants to have the essure removed and her hcp (healthcare professional) said he could remove it in the office.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.